Event description:
It was reported that the patient underwent gynecological surgery on (B)(6) 2010 and mesh was used. Align mesh was also implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: 01/28/2015. (B)(4). It was reported that the patient underwent gynecological surgery on (B)(6) 2010 and mesh was implanted concurrently with align mesh. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that following insertion the patient experienced constant pain, burning and sui, emotional and psychological problems due to the fact that she is unable to be intimate with spouse.(B)(4) ¿ labeled in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.